Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device experienced a wireless intermittent error. The event occurred during a pre-test at the hospital. The operator of the device was a health professional. The root cause was identified as a bad communication module.

Manufacturer narrative:
D3 - mfg establishment name - corrected. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Based on the results of the investigation, the reported complaint could not be confirmed. No actions have been assigned at this time.